Manufacturer narrative:
Siemens filed the initial MDR 2432235-2020-00381 on 11-sep-2020. Additional information (22-sep-2020): siemens' investigation determined that the waste liquid overflowing and leaking onto the floor was due to the customer's clogged waste pipe, which is not a siemens product. No issue was found with the customer's advia 2120i hematology system. The customer is now using a new waste pipe and is operational. The system is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The laboratory's advia autoslide system's waste disposal is set up as a direct waste disposal and not collected in the waste bottle. The waste pipe was changed to another waste pipe and the customer is no longer using the defective waste pipe. Siemens is investigating the issue.

Event description:
The customer reported that the laboratory's waste pipe clogged and then overflowed, causing waste liquid from the laboratory's advia autoslide system used with their advia 2120i hematology system to leak onto the floor. There are no reports of adverse health consequences due to this event.